Manufacturer narrative:
The technician cleaned and lubricated the siderail latch mechanism to repair the bed.

Event description:
Information received indicates the left intermediate siderail will not latch.